Event description:
The patient reported experiencing stimulation and communication problems with the implant. The patient was seen by an advanced bionics representative for device evaluation. Reprogramming was performed but it did not resolve the reported stimulation issue. The communication issue was resolved. The surgeon decided to explant the system.